Manufacturer narrative:
(B)(4). The proglide device was used in a 8.5f common femoral artery access site. Per the instructions for use, states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catherization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required.//mkc the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint; however, the subsequent treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via an 8.5 f sheath after a percutaneous transluminal angioplasty (pta) interventional procedure. The proglide was flushed before use. After the proglide device was inserted into the patient anatomy, no blood flow was observed at the marker lumen. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy.